Event description:
It was reported the physician was preparing for an arthroscopic procedure in which he planned to utilize a quantum 2 surgery system. Upon plugging the wand into the controller, the physician realized the controller was not functioning. As the patient had already been placed under anesthesia, the surgery was performed using a competitor's technology and surgery system. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.